Event description:
On (B)(6) 2010, pt reported the down button on the infusion device was not functioning properly. This was noticed on (B)(6) 2010 when attempted to bolus. Up button continues to function as intended. Pt has used this infusion device for a couple of years, boluses 4-5 times per day. Down button does pop up after it is pressed. No physiological effects were reported. The pt did not require treatment from a health care professional or second party to address the issue. Infusion device was replaced and requested for evaluation.